Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the detached coil was slightly embedded inside the patient's body which require medical intervention. The target area was located in the abdominal aorta. An 8mm x 20cm interlock¿ was selected for use. During the procedure, it was noted that the coil had a difficulty in advancing into the aneurysmal sac, within the abdominal aorta. The coil then detached during removal inside the spinal needle used to deliver the coil and the detached coil was slightly embedded inside the patient. A small incision was then performed on the patient and the coil was removed using a mosquito forceps. The procedure was completed with a different device. No patient complications reported and the patient's status was fine.